Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer's other relevant blood glucose was 389 mg/dl, 449 mg/dl, 446 mg/dl. The customer was treated with insulin syringes. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer states that auto mode was not active during high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Serial number has been changed to (B)(4) and material number has been changed to mmt-1780kpk for (B)(4).

Manufacturer narrative:
The inform the section d1 was incorrect with the initial report. The correct information has been provided with this report.